Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 51 mg/dl. Customer declined further troubleshooting. No additional information was able to be obtained.